Event description:
Healthcare professional reported right side exchange "due to the patient's concern with the product." Healthcare professional later reported "implants were ruptured" and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.